Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer pushed fill tubing again and did see drops at the end of tubing after 34 units. Customer successfully resumed insulin. Customer's blood glucose was 154 mg/dl.